Event description:
It was reported that the patient presented with non-sustained lead noise episodes due to intermittent oversensing on the ventricular channel. The pauses were seen in clinic and were reproducible with deep inspiration. Programming changes were recommended, but the lead was explanted and replaced. Further noise was seen on the new lead. It was suspected that although one episode on the initial lead was true noise, all other episodes were caused by myopotential oversensing. Programming changes were made and monitoring will continue.

Event description:
New information received notes that prior to explant the lead was found to be dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.